Manufacturer narrative:
After a repeat CT scan on (B)(6) 2020 showed a subarachnoid hemorrhage and after no sign of recovery the clinicians discussed the poor prognosis with the family and the decision was made to withdraw support and on (B)(6) 2020, the patient expired.

Event description:
Berlin heart was informed by the site on (B)(6) 2020 that a patient being supported with the excor pediatric vad system in the bivad configuration had experienced a significant neurological event and that the site was going to withdraw support. On (B)(6) 2020 the site noticed that the patient lost movement in their right arm. A CT scan performed on the same day showed an lmca ischemic event. The site reported that the excor blood pumps were completely filling and ejecting and that a small amount of fibrin was noted in the pump when they noticed that the patient lost movement in his right arm. On (B)(6) 2020, a repeat CT scan showed a subarachnoid hemorrhage and subsequently, there were no signs of neurological recovery. The clinicians discussed the poor prognosis with the patients family and the decision was made to withdraw support.